Manufacturer narrative:
Product analysis: analysis was able to confirm the stated reason for return of lead connection broken. The device was deemed unrepairable and was to be scrapped. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the analyzer's lead connection was broken. The analyzer has not been received into service. There was no patient involvement. It was further reported that the product had been returned to service.